Event description:
The customer reported to olympus that during maintenance they discovered the following: low angulation and free play in all direction, multiple wrinkles on insertion tube, play in elevator mechanism functionality. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing, yellowish/brown foreign objects were observed at the back side of the forceps elevator and around the l-arm screw hole. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
During inspection and testing, foreign material found in the device was suspected to be due to insufficient cleaning of the device. Testing and inspection confirmed the customer¿s complaint: connecting tube has a wrinkle, due to wear of angle wire, bending angle in up direction does not meet the standard value, forceps raiser not properly moving up or down. In addition, service found the image had black spots due to damaged charge-coupled device unit, the light guide lens was cracked, the universal cord was scratched, the connecting tube was wrinkled, the light guide bundle was broken, and the bending section cover was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer noted that the scope could not be reprocessed completely due to lack of technicians. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to the user sending the device back without reprocessing/reprocessing completely at the facility. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): "IFU includes the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU includes the preventive measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.